Event description:
The pt contacted lifescan alleging an error 2 message in 05. The pt received an error 2 message and experienced a headache. The patient retested and received an error 2 message. The pt contacted a medical professional for medical advice and did not receive any treatment. The technique used for applying the blood on the test strip was correct and the test strips were in good condition. The patient was unable/unwilling to repeat the test with a new vial of test strips. Customer service sent the patient a replacement meter and test strips. Error 2 message could be caused by a used test strip or indicates that the c button was depressed during insertion of the test strips, or a temporary or permanent electronics problem occurred.